Event description:
We have been using abbot's freestyle blood glucose testing system - therasense (B)(4) for several years. The system has worked well for long time. However, recently, abbott changed the design of test strips used with freestyle that resulted in false blood glucose level measuring 50mg/dl to 100 mg/dl lower than actual blood glucose levels. This resulted in insulin dosage given that were considerable lower than previously taken and did affect blood flow to the legs, specifically, toes of both legs that became dead or purluent. The pt went through surgery on (B)(6) 2010 where amputation were necessary and the pt has sustained a permanent disability. Dose or amount: #2 - test sites. Frequency: 3 times a day. Route: sq. Dates of use: (B)(6) 2010. Event abated after use: yes. Made in (B)(4).